Manufacturer narrative:
Product testing was performed on customer's returned meter (B)(4) and test strips lot number 47065. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. This is a final report.

Event description:
Customer's sister reported the customer received a "hi" message on the display of her precision xtra blood glucose meter. Caller was unable to state when the reading was obtained or when the medical event occurred. It was further reported customer self-administered an unknown amount of insulin in response to the reading and subsequently experienced "insulin shock", diaphoresis, was incoherent and then lost consciousness. Paramedics were called and transported customer to a local healthcare facility. Customer denied being diagnosed with any diabetes-specific diagnoses, but reported being treated with glucose via an unknown route of administration. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The customer's products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.